Manufacturer narrative:
The hill-rom tech found the foot end brake caster not holding due to the foot hemi joint not connected to the turnbuckle. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the hemi joint to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the foot brake caster is not holding. The bed was located at the account in the ER. There was no pt/user injury reported. (B)(4).